Event description:
It was stated that the customer was hospitalized for high blood glucose. The nurse reported a blood glucose reading of 388 mg/dl during the phone call. No troubleshooting was performed as the customer had no supplies with him during the phone call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.